Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
Customer reported that the act and esc buttons on the insulin pump are not responding. Customer stated that he got into the shower and forgot that he was wearing the insulin pump and then he took it off. Customer confirmed he does see fog on the screen. Blood glucose value is 117 mg/dl. Nothing further reported.